Event description:
International affiliate reports 3 complaints concerning fault on programmable valve due to mobile phones. Request to affiliate for additional info revealed the pts did not require additional intervention. Tne neurosurgeon repogrammed the valves.